Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Lot number and manufacture date were not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the verify instruments task of a fess procedure they were having trouble verifying some of their instruments. They tried two different trays, and some of the instruments were not verifying properly, while others (such as the straight suction) verified with no trouble. The site mentioned the 90 degree suction and ostium seeker, but there were others with problems as well. The site checked metal interference values, and they were less than 1.0. The site continued with instruments that they could verify. There was no reported impact on patient outcome. There was a delay to the procedure of less than one hour. Additional information was received: the two instruments involved were the 90 degree suction and the 70 degree suction. The manufacturer representative (rep) stated that the tips of the instruments looked bent and there was difficulty verifying the instruments. The instruments eventually verified. The rep stated he was told that the instruments would not verify properly. The rep stated that when he went to check the instruments they looked bent but were not bent enough to be considered damaged. The rep stated that he had no problem verifying the instruments when he checked them, and he has been in cases since this time and the instruments had been working without an issue. The site stated they would not replace the instruments at this time.